Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash on his back. It was reported to be on about half of the patient's back it was reported that the patient also had a rash a week prior under the rear therapy electrodes and that his doctor told him to use cortisone 10. He reported that the prior rash cleared up and then came back worse. During a follow up the patient reported that he went to a pharmacy and was given benadryl lotion to put on his back. The patient reported that his rash was healing and doing much better. No allegation of a device malfunction.